Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) noted that the bed would not move in the y direction either by auto-load switch or by the joystick. The tm noticed the power cable between the aft y limit switches was out of place and was blocking the bed's limit switches. To address this issue, the tm removed the cable and tie-wrapped the excess cable, then verified that the bed worked in all directions. The tm completed a successful system verification to specifications. Conclusion: based on the result of the investigation, the root cause of the event was the aft y limit switches were out of place and was blocking the bed's limit switches. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: bed control failed. An ophthalmic technician reported a pt was moved to another laser platform after a flap has been made during refractive surgery. She stated the initial laser bed would not move in the y-direction. She reported the surgery was completed without any issues. The ophthalmic technician stated the outcome of the pt is as intended.